Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1523 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section, parity 2, gravida ii, , uterine fibroid, pelvic pain and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1523 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: microscopic description: the section shows fragments of benign endometrial tissue admixed with abundant clotted blood. The endometrial tissue shows small and irregular endometrial glands with less stratification and are surrounded by endometrial stroma that shows less mitosis. Scant fragments of benign smooth muscle tissue are identified. No evidence of hyperplasia, atypia or malignancy is identified. Final diagnosis: emc, dilatation and curettage: weakly proliferative endometrium; on (B)(6) 2019: gross description: the uterus itself measures 11.8 x 6.2 x 4.8 cm and weighs 227 grams. The outer serosa is tan, smooth and slightly irregular. The endometrial mucosa is pink-tan, smooth, glistening, partially hemorrhagic and measures 0.5 cm in thickness. Sectioning also reveals a portion of wire coiling located at the left cornu aspect. The attached right ovary and fallopian tube measure overall, 6.0 x 3.8 x 2.0 cm. The right ovary is enlarged, cystic and measures 4.5 x 2.8 x2.0cm. The right ovary is bisected. The cut surface is tan, smooth and shows multiple cysts. The largest cyst measures 1.1 cm in greatest dimension. The eft ovary is enlarged, cystic and measures 5.5 x 2.6 x2.5cm the left ovary is bisected. The cut surfaces are tan, smooth and show multiple cysts. The largest cyst measures 1.1 cm in greatest dimension. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : reporters information race information, patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.